Event description:
It was reported that the patient presented via remote transmission. Upon review, the atrial and ventricle leads exhibited noise that was oversensed by the device. The oversensing from the ventricle lead led to pacing inhibition. Programming changes were made. The patient was stable and will continue to be monitored.